Manufacturer narrative:
The technician found the brake caster had a flat spot. The brake caster was replaced by the technician to resolve the issue.

Event description:
The account alleged the stretcher would pop out of brake or steer if the stretcher is bumped while in brake mode. No patient impact.